Event description:
It was reported that this implantable pacemaker was explanted due to premature battery depletion. This device is out of service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Visual inspection noted no damage or defects. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Review of memory noted no suspicious faults or resets. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable pacemaker was explanted due to premature battery depletion. This device is out of service and replaced. No additional adverse patient effects were reported.